Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. This resulted in dura lesions. The case was completed successfully with a back up device. There was no medical treatment or intervention required and no additional adverse consequences were reported.

Manufacturer narrative:
Device not yet received.

Manufacturer narrative:
Device evaluation complete.

Event description:
It was reported that while the surgeon was using the device to perforate the cranium the device did not stop as intended while perforation the bone. This resulted in dura lesions. The case was completed successfully with a back up device. There was no medical treatment or intervention required and no additional adverse consequences were reported.